Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). The wire was attempted to cross utilizing a contralateral approach but had difficulty, therefore direct lesion puncture was performed. After the wire crossed the lesion, a 7x180x130 innova stent was implanted in the distal sfa and a 7x40x130 innova stent in the proximal sfa. The procedure was completed successfully. However, after the procedure during echocardiography, it was confirmed that blood leaked from direct sfa puncture site. For re-treatment, a contrast radiography was taken, which showed that the 7x180x130 innova stent was blocked with thrombus. The physician treated the blood leakage issue and a non-bsc stent was placed as stent-in-stent. No further patient complications were reported and the patient recovered after the treatment.